Manufacturer narrative:
The pump was unable to perform the prime test due to a blank display. The pump was received with a blank display due to a corroded battery tube. Unable to perform the excessive no delivery or occlusion tests, or verify the low battery alarm due to the blank display. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 206 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.